Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was found to be missing a ball bearing after sterilization.